Event description:
Info received indicates the trendelenburg and reverse trendelenburg functions are not working.

Manufacturer narrative:
The technician found the gas springs for the trend functions needed to be cleaned and adjusted to repair the bed.